Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1903228. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The material used to manufacture the discardit syringe has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product for signs of defect, such as tip damage. It is possible that the damage was a consequence of strong conditions during use. Based on the stringent preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. H3 other text : see h10.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china tip was broken. The following information was provided by the initial reporter: the nurse used a 5ml syringe to dissolve the drug to prepare cefmenoxime skin test. The tip of barrel was broken. The nurse replaced a new one which could be used normally and operated smoothly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd (B)(6) tip was broken. The following information was provided by the initial reporter: the nurse used a 5ml syringe to dissolve the drug to prepare cefmenoxime skin test. The tip of barrel was broken. The nurse replaced a new one which could be used normally and operated smoothly.